Event description:
Customer reported his insulin pump alarmed no delivery during a bolus delivery about a month ago. Customer's blood glucose at the time of the event was unknown, but it was normal. Customer was advised of possible causes of no delivery alarms. She was advised to monitor the issue and call back if it recurs for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.